Event description:
Account alleged while nurse was using intellidrive bed to move bed the bed "took off" and ran into wall while patient was in bed. Patient was not injured, but nurse alleged that her neck was sore.

Manufacturer narrative:
Technician stated that when he first tested the intellidrive, he was unable to get the bed to drive in reverse. He removed the patient helper bracket and performed throttle check, and it passed. He looked for any damaged wires and found none. All voltages were correct. Technician tested all functions and bed and intellidrive worked correctly. He was unable to duplicate issue.